Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prompt for "I have a new transmitter" was reported. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found in connection to the reported allegation. The reported event of a prompt for "I have a new transmitter" is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.